Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw openimg. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contractures, baker grade iii". This record is for the right side. Device was explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h6; h11; the event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, g1, g2, h6.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contractures, baker grade iii". This record is for the right side. Device was explanted.